Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device on november 21, 2018, and found as follows; the cutting knife of the device broke off at the proximal end. The fracture surface of the cutting knife showed that it was melted and fractured. The tip of the distal end and cutting knife were lost. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; do not activate output if any of the patient¿s skin surfaces are touching each other (a bare arm and the side of the chest, for example). This could burn the patient. Do not activate output if the patient¿s clothes are wet. This could burn the patient. Do not activate output when the patient is in contact with metal parts of the operating table or other units. This could burn the patient, operator or assistant. Do not touch the a cord or allow it to touch anyone when output is activated. This can cause burns to the patient, operator or assistant.

Event description:
During an endoscopic submucosal dissection (esd), the subject device was used. The cutting knife broke off and the distal end fell into the patient body. The fragment could not be retrieved. The intended procedure was completed with another device. There was no patient injury reported.